Event description:
A supply of batteries for an unspecified reason was reported by the customer. There was no allegation of a product malfunction; however a product malfunction was indicated by the mention of the supply of batteries. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.